Event description:
It was reported that after eating mashed potatoes and hamburger helper, the ilet user experienced hyperglycemia with a highest blood glucose of 294 mg/dl. The event was attributed to an improper or incorrect procedure or method related to meal carbohydrate intake and user interface interaction. The user allowed the pump to deliver correction doses and fingerstick confirmed elevated glucose. Symptoms included hyperglycemia with associated dizziness and muscle weakness. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with incorrect meal size announced for carbohydrates consumed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.